Event description:
Dealer advised low o2 at about 80 percent and then goes back down. Dealer advised not aware of any alarms or lights. Dealer advised replaced unit with another one for customer. Dealer advised unit still runs. Dealer could not provide any further information, (B)(4).